Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was reported that there was oversensing due to noise in the right ventricular (rv) channel resulting in administration of inappropriate shocks to the patient. The patient then reports discomfort following the shocks. It was suspected that the cause of the event was due to rv lead insulation damage from subclavian crush as the stylet was attempted to advance down the the lead but was unsuccessful at the site of the lead where the clavicle is. However, no diagnostic imaging was conducted to confirm the supposition nor was it visualized during the lead revision procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event was administration of inappropriate therapy due to noise resulting in oversensing from clavicular crush. As received, a partial lead was returned in one piece. The reported event of administration of inappropriate therapy due to noise resulting in oversensing from clavicular crush was confirmed. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found clavicle crush damaging the ring electrode/inner coil lumens, polytetrafluoroethylene (ptfe) liner of the inner coil and ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable at the middle region of the lead. The cause of the reported event of administration of inappropriate therapy due to noise resulting in oversensing from clavicular crush was isolated to clavicular crush.